Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was given pump reset instructions, and successfully reset pump without recurrence of the malfunction, was advised to continue using pump and to call back if problem returned, and acknowledged and understood these instructions.